Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event, reference report 0001032347-2017-00391.

Event description:
It was reported two elevators broke during a procedure. The surgeon was able to retrieve all broken pieces from the patient. The procedure was completed without delay using another elevator.

Manufacturer narrative:
Two elevators #301 were returned without packaging. The elevators were visually evaluated and the tip was found to have been broken off on both instruments. There are scratches and normal signs of wear indicating the use of the instruments; no discoloration was observed. The complaint was confirmed as the instrument tip was broken off on both instruments. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ the non-conformance database was reviewed and there was not a non-conformance found. There are no indications of manufacturing defects. This is report two of two for the same event; report one of two is reported on MFR #0001032347-2017-00391-2.